Event description:
The health care provider reported that customer's insulin pump arrow up button got stuck and button error. Advised to revert to back up plan and we will replace the insulin pump. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.